Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tubal ligation procedure, the jaws of the device did not release causing tissue, tear and bleeding. Another device was used to complete the procedure.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects, except for a lot of eschar on the jaws. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The jaws opened and closed normally using the handle. Additional functional testing was performed on simulated tissue. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seals were satisfactory and end tones were heard each time indicating completed cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states to keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.